Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump would allow her to adjust her basal settings but would not activate the new settings. Customer stated the device display shows an open circle beside the time. During troubleshooting, it was found that the device had running a temporary basal. Assisted customer with turning off feature and programming correct basal amount. Customer stated her blood glucose levels were high today due to discontinuing use of pump and glucose tablets. Customer was able to rebound from low blood glucose levels earlier, which she believes was brought on by the temporary basal rates. Customer blood glucose level was 489 mg/dl at time of reporting. Nothing further reported.